Event description:
I have a philips bpap machine that has a recall on it and registered in july and am getting no where with any answers, call centre has no answers and I don't know how to contact anybody to get anywhere with this product, is there someone who can find out if this matter is being dealt with, I registered in july and called at least 6 times where they tell me they send info to philips as urgent, still no communication. FDA safety report ID# (B)(4).